Manufacturer narrative:
The biomed reported that the unit was in use on patient and the unit was swapped out. No patient impact or harm was reported. Per biomed he was unable to recreate or observe the problem that was reported (screen flickering), and the device was return back into service. Per biomed the issue has not reoccurred since initially reported. No part was replaced.

Manufacturer narrative:
Date of report: september 27, 2021. (B)(6).

Event description:
The customer states that user claims that the screen flickers off and on intermittently. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.